Event description:
It was reported that foley catheter was defective. Per follow up information received via email on 25sep2025, it was reported that the customer received the email 8/14/2025 ¿the complaint indicates that a photo sample has been provided therefore a physical sample is not needed." Also, excess powder and crumb can't be seen now. Still do I have to send?

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Based on the attached photo, it was observed that the shaft of catheter has lump. However, further functional testing could not be performed since there are only photo provided for investigation. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure mode could be due to excess pick-up, latex runs or operator error during handling the machine. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was defective. Per follow up information received via email on 25sep2025, it was reported that the customer received the email 8/14/2025 ¿the complaint indicates that a photo sample has been provided therefore a physical sample is not needed." Also, excess powder and crumb can¿t be seen now. Still do I have to send?